Event description:
It was reported via medwatch report that the pt was brought to the cardiovascular operating room for a coronary artery bypass graft (CABG). The device had been placed in the cath lab the previous day. When the pt was being placed on the table and the device was being secured, the device fractured into several pieces. The pt did not experience any changes in care as a result of this event.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.